Manufacturer narrative:
(B)(4). Batch # unk. The analysis results found that the 23nbs device was returned outside its package. No packaging material was returned for evaluation. A piece of plastic was returned inside a petri dish. The instrument was visually inspected and the inner gasket was noted to be torn, the returned piece of plastic was the torn piece. The instrument had dried body fluids which denotes it has been used. One potential cause for the damage found may be the snagging of an instrument during insertion. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown semi-open procedure, a foreign matter was found inside the package after the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.